Event description:
The service report shows the customer reported that the 840 ventilator had a blank display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self testing.